Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an infusion set leakage at site on the first day of wear. No further information available.